Event description:
The lead was dislodged and replaced with an active fixation lead. The patient had a history of an implanted medtronic dual chamber pacemaker 24 days prior, for treatment of symptomatic sinus bradycardia. During follow-up, she was found to have a dislodgment of her tined rv lead. Based on this, an rv lead revision was recommended.